Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient did not following instructions for charging the implantable pulse generator (ipg). Patient stated they had pain relief and therefore did not charge the device. When the patient went to recently charge the ipg the device was unable to be charged and device was at end of life. The ipg was explanted and a new device was implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.